Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her husband¿s blood glucose was 464mg/dl. The customer declined to troubleshoot and stated they know the cause of blood glucose. The customer stated he was looking at his pump and turned it around and it just popped off. Patient's current blood glucose was 464 mg/dl. The insulin pump will not be returned for analysis.